Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has air in the line. Patient involvement unknown.

Manufacturer narrative:
One device was received for evaluation, visual inspection found the tamper seal to be removed, a scratched lens and a cracked downstream sensor seal. The device's event history log was reviewed of evidence of the reported problem, no air detector messages but there was a 42224 error code found in the log. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated, but 42224 error was found. The error code was cleared and the software applications were reinstalled. The service history review identified no indication that the complaint was related to a service of the device within the review period.